Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right atrial lead. Provocative testing was performed and the noise was able to be reproduced. X-ray imaging was performed and no anomalies were observed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the right atrial lead was capped and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.